Event description:
The tubing in almost all of the sets from this box basically disintegrated; the outer tubing fell apart leaving the inner tubing exposed. In 11/2002 maersk medical a/s received the complaint and 1 used tubing.